Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver experienced a freestyle libre 3 plus pairing failure when attempting to start and scan a newly applied sensor, with repeated unsuccessful scan messages until the phone was fully powered down and restarted, after which the scan initiated successfully. No adverse clinical symptoms reported. Outcomes included restoration of sensor pairing with no health impact. User support included remote troubleshooting, confirmation of sensor application, removal of the phone case, power cycling, and a full device restart. Investigation of this case revealed an intermittent pairing or communication error resolved by a device restart, consistent with transient software or connectivity interference during sensor initialization. It was concluded, based on previously established findings for similar reports, that the cause was transient device-software communication interference resolved through standard troubleshooting.